Event description:
This procedure was part of a clinical study conducted in (B)(6) using the turbohawk and the spiderfx on (B)(6), 2015. The procedure was endovascular therapy of the calcified right sfa. The physician performed 2 insertions with the turbohawk, then, after the third insertion the physician could not clean the nosecone because hard calcified debris could not be removed. Additional information received on (B)(6), 2015 found that because the sheath was inserted into the sfa for an extended time, the blood flow was reduced and thrombus was experienced at the ostium of the sfa. There was stenosis originally when the physician post dilated. The procedure was completed after thrombus removal. It was believed that this was related to the turbohawk and the spiderfx. The issue was resolved (B)(6), 2015, please reference MDR 2183870-2015-00036 for the turbohawk used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number provided was not a correct lot number for this product. Additional information has been requested, including the correct lot number. Should it become available a supplemental report will be submitted.